Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted because the patient had diaphragmatic stimulation with a sub optimal safety margin and the patient was dependent. Should additional information become available, this file will be updated.